Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. The lead also exhibited high impedance, oversensing and failure to capture. Patient experienced pain at the generator site. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. The lead also exhibited high impedance, oversensing and failure to capture. Patient experienced pain at the generator site. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis. The returned product was analyzed. The oversensing, failure to capture, high impedance and conductor fracture allegations were confirmed - based on the x-ray observation of a lead fracture.

Manufacturer narrative:
Correction: e1 fields: initial reporter contact information updated as the explant physician is the initial reporter. Field e2: health professional? Updated to "yes". Field e3: occupation: updated to "physician". Field g3: report source: "health professional" added. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of oversensing, failure to capture and high impedance were likely caused by the confirmed fracture. Patient code 3191 captures the reportable event of surgery.